Event description:
It was reported that the patient experienced an infection. Bacteremia with vegitative growth on the right ventricular (rv) lead wasnoted. It was further reported that the patient complained of neck pain and headache. "Mental status changes" were noted. The system was replaced. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis revealed analysis was performed and no anomalies werefound. The device was returned and analyzed but no issue identified that required full analysis. Initial set of data files createdat auto-interrogate for this device did not contain all the information necessary to perform analysis, therefore the device was retested and the new datafiles were entered into this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-52 implanted: (B)(6) 2011; product ID 694765 implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.